Event description:
Rptr's facility was using multidose vial of zemuron 10 mg/ml (rocuronium brom, dr). They use blunt cannulas. The first time entry causes rubber from top of vial to enter vial. Rubber has potential to be sucked back into the delivery vial and injected into the pt's circulatory system. They are changing their system back to using sharps to retrieve med for anesthesia.